Event description:
The suture frayed when the third stitch was passed during the anastomosis of artificial vascular material and the aorta. The procedure was a repair of an abdominal aortic aneurysm. There were no adverse pt consequences or time delay.